Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty 150ml intravia container was observed to contain a plastic like particle. This was noted upon visual inspection after the product was filled. The bag had been filled using an unspecified repeater pump with a 0.2 micron filter attached to the entrance of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation and was essentially free of solution. The device was visually inspected and tacky or gummy particulate matter was found to be lightly adhering to the front panel of the primary container. The septum was evaluated and there was a puncture observed. With the use of fourier-transform infrared spectroscopy (ft-ir), the translucent particle was determined to be teflon (ptfe). Ptfe (teflon) is not consistent with any of the material containers of this product code. The reported event was verified, but the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.